Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease. Vascular access was obtained via the femoral artery. The 95% stenosed, 36mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.0mm in diameter left anterior descending artery (lad). After a non bsc guide wire crossed the lesion, predilation of the lesion was performed using a 2.5x15mm maverick balloon catheter. Then a 3.00x38mm promus element¿ plus stent was advanced and deployed in the lesion. Post dilation of the implanted stent was done however it was noted that there was a vessel dissection distal to the stent. A 2.75x12mnm promus element¿ plus stent was then implanted to cover the dissection and the procedure was completed. No further patient complications were reported. The patient's status was stable and was responding well to medications.